Event description:
The customer reported that the unit hung up at the charge button portion of the opcheck and then failed to power off unless removing power from the unit. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit hung up at the charge button portion of the opcheck and then failed to power off unless removing power from the unit. There was no report of patient involvement. The unit was evaluated at philips and the failure was verified. Reloading the software files resolved this issue. The unit passed all post-servicing testing and was shipped back to the customer site.